Event description:
The reporter indicated that a 13.7mm vicmo 13.7 implantable collamer lens of -18.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2021 . On (B)(6) 2021 the lens was explanted due to excessive vault. A replacement lens of shorter size was later implanted. Cause is reported as patient related factor. " the patient got glaucoma because of high vault." It is also noted that patients pre-existing condition of progressive myopia.

Manufacturer narrative:
(B)(4).